Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received and is currently awaiting evaluation by baxter personnel. Once the device has been evaluated or if additional information becomes available a follow up medwatch will be submitted.

Event description:
The biomed technician reported a colleague infusion pump with a faulty screen. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 8.11.00

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition.